Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had frozen screen. Customer's blood glucose at time of incident was 7.2mmol/l. Customer stated that in the process of changing reservoir she dropped her pump. Customer stated that pump froze and keypad was not responding. Customer changed battery in the pump and beeping but did not receive an alarm. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced.

Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. Unable to verify the frozen screen or keypad anomaly and unable to perform functional testing, including rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self test, unexpected restart or operating current tests due to the blank display. The pump had moisture damage on the motor assembly. The pump was received with minor scratches on the display window and a cracked reservoir tube lip.